Manufacturer narrative:
The following fields have been updated with additional/corrected information: d4, h6 and updated h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service engineer found that the cubie multiple pockets were not detected on bus. Reloaded the pockets, rebooted, and ran the htc drive to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure causing 30-minute delay. The customer added that they were prevented from accessing liquid methadone medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the cubie pocket not detected on communication bus. A field service engineer rebooted and verified the drawers to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure causing 30-minute delay. The customer added that they were prevented from accessing liquid methadone medication . There were no adverse events or injuries reported based on this event.